Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. It is important to note that if lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix extension/retraction at the time the lead was explanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The product is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that this patient presented to the emergency room with chest pain. A review of the device data identified the lead safety switch (lss) had been triggered due to a pacing impedance measurement greater than 2000 ohms on the atrial channel. Oversensing and noise were also reported. The noise could be reproduced with testing in unipolar and bipolar configurations. Threshold and sensing measurements were stable. A revision procedure was performed and lead testing with a pacing system analyzer (psa) produced impedance measurements greater than 3000 ohms. The lead was extracted and visual inspection identified insulation gaps located in the middle of the lead body. No additional adverse patient effects were reported.